Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe there was yellow foreign matter in the barrel when package was opened. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd has been provided with a picture of the affected sample. Bd has been provided also with the affected sample. A particle of foreign matter inside the syringe was detected in this returned sample. Bd could confirm the reported issue. Complaint trending review of this lot and defect reveals no more complaints. No trend is observed for this defect on the reported product family. DHR review on batch 1712165: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2020 / primary packaging machine nº4607 (december 20th, 2017¿ january 8th, 2018). Syringes were assembled in machine, nº4255, nº4254, nº4237, nº4236, and nº4220, in lot #7352853 (december 18th ¿ 21st, 2017) and in lot #7354881 (january 8th ¿ 15th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7354628, #7346933, #7353650, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7354630, #7346937, #7353659, and #7338618 and no problems, defects or qn related to the reported issue were found. After analyzing the picture and the affected sample provided to the manufacturing site for evaluation, bd could see the reported foreign matter and confirm the reported issue. The foreign matter particle was produced during the assembly process. Ftir analysis was completed on the material observed in the barrel of the syringe returned by the customer. A small portion of the material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material has components similar to those of ethylene glycol stearate. Uses of this material include personal care products, plasticizers, lubricants, among several others. Bd can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that before use of the bd¿ syringe there was yellow foreign matter in the barrel when package was opened. There was no report of injury or medical intervention.